Event description:
In 2004 at approximately 8:30-9:00 am at pt's home, "vent shut down, silence for 2-3 seconds before the alarm went off. Then it began ventilating again. Did not notice any alarm message on display window." Was on ac power at time, used along with humidifier.